Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7149342.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances on the leads, replacement went as planned. The device will not return due to center policy. The status of the patient post operatively was stable. Electrocautery was used.